Event description:
Boston scientific received information that approximately two months after implant, this right ventricular (rv) lead exhibited high capture thresholds and loss of capture. The lead was thought to be dislodged. There was no report of asystole or serious injury to the patient because of the loss of capture. A lead revision procedure was done and this lead was explanted and a new rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory inspection of the lead was performed and dried blood or body fluid was noted in the lead lumen. Also, the conductor coils were deformed at 247 mm from the terminal pin, and the lead's insulation was cut at 251 mm from the terminal pin. Resistance testing was then completed to assess the lead's electrical performance. Measurements throughout this test were within normal limits. The field allegations were not able to be confirmed through analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.